Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later the patient experienced pain, dyspareunia and gradation tissue over the incision. An excision of mesh was performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.